Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery lasts only for about two days. The customer's blood glucose level was 10 mmol/l at the time of the incident. The battery cap was replaced, reset was done but the issue was not resolved. The device will be returned for analysis.